Event description:
Boston scientific received information that the patient was wearing a holter monitor due to palpitations. When the clinician was reviewing the report from the heart monitor, she noted two atrial sense intervals with no r-waves. The report was sent to boston scientific technical services (ts) for review. Upon review, ts discussed that it was difficult to determine the reason why there was no r-waves or ventricular pacing spikes on the holter monitor strips. The patient was brought in for evaluation where pocket manipulation and isometrics were performed but did not yield any significant findings. The automatic capture feature was programmed off in the device as the patient is mostly pacemaker dependent and rarely has an r-wave on the daily measurements. Ts suggested further troubleshooting techniques to assess the situation. It was noted that the patient had already left the office, thus the field representative forwarded the suggestion to the physician, however no further action has taken place. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.